Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2089269. Medical device expiration date: 2023-03-31. Device manufacture date: 2022-03-30. Medical device lot #: 2119169. Medical device expiration date: 2022-04-29. Device manufacture date: 2023-04-30.

Event description:
It was reported when using the bd vacutainer® plastic tube 13x75mm 2.5ml tubes are appearing to have stopper function issues, the stopper is breaking off into the tubes after collection. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tubes are appearing to have stopper function issues, the stopper is breaking off into the tubes after collection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes d9: returned to manufacturer on: 2022-08-29. H.6. Investigation summary: bd received 2 photos and 500 customer samples (only for lot 2089269) in support of this complaint. The photos were evaluated and confirm evidence of stopper coring on the top view of the stopper as it appears to be defective and, missing a small chunk of the stopper was at the bottom of the tube. Additionally, 29 of the 500 customer samples were randomly selected from lot# 2089269, along with 30 retention samples from each of the aforementioned lots, were functionally tested and the issue of coring was not observed. Bd was able to confirm the reported failure mode coring from analysis of the customer photos however, bd is unable to duplicate the customers reported defect of stopper coring from customer samples and retention testing. For the reported defect of coring, based on the photos, customer verbatim and investigation results, the root cause would be coring of the stopper during the blood draw with an acquisition device. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® plastic tube 13x75mm 2.5ml tubes are appearing to have stopper function issues, the stopper is breaking off into the tubes after collection. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are appearing to have stopper function issues, the stopper is breaking off into the tubes after collection."